Event description:
It was reported that the patient presented with atrial lead noise which resulted in inappropriate auto mode switch (ams). No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the patient was presented in clinic. Upon interrogation, the atrial lead was sensing the ventricular pacing (vp).